Event description:
Customer's mother called because customer has been having inconsistent blood glucose levels the past two weeks. She has been getting a lot of highs and lows, mainly highs. Currently, customer's blood glucose level is 486 mg/dl. Her high blood glucose occurred the second day after changing her infusion set. She has treated with manual injection. The drive support cap appears normal. There is no air in the tubing. Insulin exited the tubing during manual prime. There was no leak. The device passed the high pressure test. Customer's mother stated she believes there may be an occlusion somewhere preventing the back pressure from building and giving the no delivery alarm. Advised the device is working as designed and to monitor the device. Customer's mother also mentioned that these issues happen when using infusion sets from the same box. She will attempt a new infusion set from another box to see if the issues persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.